Event description:
A malfunction alarm was reported, identified with a non-resettable malfunction code. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Technical support took corrective actions by advising the customer to use multiple daily injections as a backup therapy and sent a replacement pump with updated software. Instructions for storage mode and pump return via ups were provided, and the customer understood and acknowledged the steps for receiving the new pump.